Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit may be damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed no image. The issue was observed during preparation for use for a therapeutic procedure. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that due to damage on charged coupled device (ccd) unit, image noise occurred and temporarily the image could not be seen. Additionally, the evaluation revealed the following findings: due to damage on insertion pipe, insulation resistance value did not meet the standard value; adhesive on bending section cover (a-rubber) had a chip; due to damage on lock engagement lever, bending section could not be fixed firmly; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.